Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The intraocular lens is implanted. (B)(4).

Event description:
Bausch + lomb rec'd a published literature by a surgeon who reports performing cataract surgery with implantation of the akreos (B)(4) intraocular lens in the left eye. Approx one week postoperatively, an anterior membranous chamber inflammation was noted which was successfully treated with anti-inflammatory and antibiotic regimen. Preoperatively, the pt's bcva was 20/50 with mr +1.25. Postoperatively and after treatment, the pt's bcva was 20/20 with mr +1.00 x 170.